Manufacturer narrative:
Unit restarted to fix the reported issue. (B)(4).

Event description:
The hospital reported that, during pre-use checkout. Unit showed acb(anesthesia control board) : hw(hardware) watchdog failure error. There was no reported patient involvement.

Manufacturer narrative:
An unexpected transition to a system malfunction state can occur on the carestation 600 series systems. If the system malfunction is left unresolved, it could result in loss of mechanical patient ventilation, which could lead to hypoxia. Ge healthcare initiated and reported a field modification for this issue per 21 cfr 806 on 05/17/2017. The gehc internal field modification number is (B)(4).